Event description:
It was reported that a patient was connected before the patient line was properly primed, due to a closed patient line clamp. The technical service representative advised the caregiver to start therapy over with all new supplies. The technical service representative assisted the caregiver with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line before it was properly primed, due to a closed patient line clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.